Manufacturer narrative:
Event summary: the patient data files showed at least eleven injections were performed without any issue on the date of the event. These were clinical issues (cardiac tamponade and hypertension) encountered during the procedure. The flexcath 4fc12/97009 was not r eturned for investigation. In conclusion, the clinical issues (cardiac tamponade and hypertension) were encountered during the procedure. There was no indication of product malfunction and no devices returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood pressure declined and cardiac tamponade was confirmed. Pericardiocentesis was performed. The patient¿s condition was fine and the patient was placed under monitoring. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.